Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that during set-up, the s5 double roller pump would not run. There was patient involvement the investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during set-up, the s5 double roller pump would not run. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf fo sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The whole device was tested and the service representative was not able to confirm the reported failure. A serial readout was requested for further investigation. The service representative performed a serial readout and sent it to sorin group (B)(4) for evaluation. Analysis of the serial readout revealed that customer had used the roller pump after the malfunction and the event data was overwritten. No further evaluation could be performed. As the issue was not reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related tot this type of issue.